Event description:
It was reported, "revision surgery for general 'achiness' of hip. The surgeon found unusual pathology during revision surgery. Much soft tissue had been eating away, al the way down to the bone. The surgeon sent material and implants to hospital pathology."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.